Event description:
Information received by medtronic indicated that a patient experienced post procedure hemoptysis that continued for three days. Patient discharged but referred to pulmonologist.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.